Event description:
The customer reported that the jaws would no longer open during an lavh. No information is available regarding if the device was or was not on tissue. A new device was used to complete the procedure and there was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.